Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. System error log review was conducted during the initial isi technical support call the day following the reported event. Error logs showed a 100 error for set up joint (suj) 3 moving without being clutched. An isi field service engineer (fse) onsite investigation was completed. The fse performed system verification and test drove the system. It was determined that the system had intuitive motion and exhibited no drift or sag. The fse was unable to duplicate or reproduce the reported problem. A review of the instrument logs was performed on 25-jun-2021 for a procedure on (B)(6)2021 on system sk1993. There were three endoscopes recorded during the procedure and a site review shows no complaint filed against any of the endoscopes. While none of the reusable instruments used in the case have been used in subsequent procedures at this time, a site complaint history search shows no complaints filed against those instruments. An isi advanced failure analyst (afa) engineer conducted a system log review and found the following: all of the errors in the logs for that procedure are class 0 (system service advisory (no fault reaction)) and class 8 (engineering event informational (no fault reaction)). None of the errors would suggest a product issue. The logs show that the customer was clutching the set up joint (suj) around the time when they got the error 100, so it is likely they were moving the suj and unclutched briefly while moving it. Also, logs show that the procedure was 3 hours and the error 100 happened at about 40 minutes after the start of the procedure so that would not line up with the customer having to convert the procedure right after that. The logs do not show anything that would have caused an arm to drift. While there is no allegation or evidence of a product issue that would be classified as a malfunction, and there is no evidence of a system issue that would cause the described arm drifting, the described event meets the criteria of a reportable adverse event as the patient¿s kidney was allegedly punctured resulting in an unspecified amount of bleeding and the procedure converted to open surgery. At this time, the severity of the kidney injury, the amount of bleeding, the medical intervention required, and the root cause of the intra-operative issues are unknown.

Event description:
It was initially reported that during an unspecified da vinci-assisted surgical procedure on (B)(6) 2021, an unspecified system arm allegedly drifted while nobody was touching it. This allegedly resulted in a punctured kidney causing an unspecified amount of bleeding. The procedure converted to open surgery. The patient¿s status was unknown. Intuitive surgical, inc. (Isi) has reached out to the customer multiple times to obtain additional information but has not yet received a response.